Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient's recharger not charging their stimulator has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient recharger was not recharging her stimulator. The patient stated that they had charged their device last night while they were asleep, but when they woke up their device was not charged and the patient could not turn their stimulation on. The patient then connected to the recharger and saw 8 coupling boxes shaded. The patient stated that her stimulator battery was charging the first quarter of the cell. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.